Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic monitor evaluation reported that in a one-month period, the magnet rate dropped from 70.6 ppm to 63 ppm. During an office evaluation, the device could not be interrogated and at another follow-up at the patient's home, the device could not be programmed.